Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported perforation could not be conclusively determined.

Event description:
During the initial implant of the right ventricular (rv) lead, the patient experienced chest pain. An echocardiogram was performed which confirmed a cardiac perforation. Pericardiocentesis was performed and the patient was stable following the procedure.